Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that fixation feature broke during the surgery. Changed another one to complete surgery. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 8/2/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: one labeled winding former and a needle-suture of product code sxpp1a405 were returned for evaluation. Visual inspection was performed on the retuned device. Upon visual inspection of the returned sample, it was observed marks on the body of the needle appear by a surgical instrument. The suture was examined, body fluids were found in some barbs. In addition, damaged on the surface of the suture and nucleus was observed and the two sides were broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.